Event description:
It was reported at implant the left ventricular lead was attempted, but due to the anatomy the implant attempt was abandoned. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.